Manufacturer narrative:
While performing a review it was discovered that the file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2024-02887 is no longer considered reportable, please disregard any reports associated with it.

Event description:
It was reported the device exhibited a motor error code. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to manufacturer 01-apr-2024. One device was received for evaluation on 04/01/2024. Service history review identified this device has not been in for service previously. Visual evaluation found the seals were removed and reattached. The device was chipped and cracked. The primary problem of motor error code was replicated, as motor error code "motor drive phase post" was found in ehl. The interconnect board and battery are no longer working as intended. Replaced interconnect board and battery. Replaced top case. Bottom case screw post was found broken during internal inspection and was replaced. This device was cleaned, calibrated, and pm maintenance was performed. The device passed all functional tests.